Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the rv lead perforated the heart. A pericardiocentesis was performed and the lead was repositioned successfully. The patient is in stable condition after the event and will be monitored.